Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 350-400 mg/dl and a high level of ketones. Customer did not provide a cause of the bg level. Bg was addressed via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.